Event description:
It was reported that the pump unlock tool was broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
E1: reporter address and email were not available. Manufacturer's investigation conclusion: visual inspection of the returned unlock tool confirmed the report of the unlock tool handle breaking. The shaft and handle of the unlock tool were returned for evaluation. Visual examination of the proximal end of the unlock tool shaft revealed that the handle had completely separated from the shaft. Discoloration was noted inside the welded area of the shaft and the handle. A specific cause for these findings could not be conclusively determined through this evaluation. This issue has been previously investigated by abbott manufacturing and the part supplier. Although steps have been taken to prevent reoccurrence, abbott will continue to monitor this issue. The unlock tools are manufactured and supplied by an outside vendor who maintains the device history records. Additionally, the lot number of the tool was not provided. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (IFU). Section 1 of this IFU explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. Section 3 of this IFU instructs to visually inspect the instruments before each use. Do not use the instrument if there are signs of corrosion, discoloration, and/or pitting, or if mechanical wear is noted, particularly in areas where the instrument joins with heartmate 3 components. Prior to use, inspect each tool for damage or wear. The surgical procedures section of hm3 IFU, states to use a sterile surgical tool to unlatch the slide lock, if necessary. No further information was provided. The manufacturer is closing the file on this event.